Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptotic patient presented for in-clinic follow up unable to pair the implantable cardiac monitor to the mobile phone. The device was also unable to be interrogated by merlin programmer. The physician was unable to determine if interrogation failures were due to end of life. There were no interventions reported.